Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Also, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and the pacing capture threshold in the rv (right ventricle) was rising. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital, complaining of shortness of breath (sob). Device check revealed right ventricular (rv) lead intermittent noise, high impedance, high threshold and lead fracture. The patient¿s pulse was 40 beats per minute (bpm) and thus the device was reprogrammed. It was also reported that the sob was caused by bradycardia as a result of the rv lead fracture. The rv lead remained in use, and scheduled for explant and replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.